Event description:
The dr claims that the graft was implanted for ascending arch replacement with (CABG) for aortic aneurysm and (cad) with ("dhca") and selective cerebral perfusion. The pt's core temperature was as low as 17.4 (degrees centigrade). The highest activated clotting time was 630 with 2.1 mg/kg of heparin. "Oozing (blushing) from somewhere" near the distal anastomosis started immediately after (cpb) was established via an infusion port of the graft and continued until protamine administration. The dr also claimed that it was hard to determine the location of the actual bleeding around the distal anastomosis. The quantity of blood lost through the graft is unk and unattainable. The graft was left in. The dr reported that the pt was not injured. The pt is doing well. Note: co has also learned that the dr had placed the graft into an antibiotic solution about 20 mins prior to the surgery. In addition, there was some of the leakage of blood from the infusion port.